Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient's pacemaker had some inferior migration post implant, which had caused both the right atrial (ra) right ventricular (rv) leads to dislodge. The dislodgement was confirmed on x-ray at a routine follow-up, and had caused pacing inhibition. The physician decided to explant and replace the leads, which required hospitalization and intravenous antibiotics. The device remains in-service, and follow-up was increased. No additional adverse patient effects were reported.

Manufacturer narrative:
.

Event description:
.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found the helix was intact, and x-ray revealed no anomalies. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.